Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced multiple falls which led to pain and swelling around the ipg site. The patient is also experiencing swelling at the lead site. Impedances were confirmed through diagnostic testing leading to ineffective stimulation and MRI incompatibility. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Added patient weight to a4. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted on (B)(6) 2026 to address the issue.